Event description:
It was reported that, during reprocessing, the ultrasound gastrovideoscope tested positive for 30 colony forming units (cfus) at the distal end of pseudomonas aeruginosa, 300 cfus at the operator channel of pseudomonas aeruginosa, 9 cfus at the insufflation channel of pseudomonas aeruginosa , 54 cfus at the aspiration channel of pseudomonas aeruginosa, and 300 cfus at the auxiliary channel of pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.